Event description:
It was reported that the customer's insulin pump had a keypad anomaly. Her blood glucose level was 130 mg/dl. The insulin pump's keys were not responding as they should. The customer received a button error alarm. She was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The following cosmetic damage was noted on the device: cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.